Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse found clogs in pinch valves lv14 and lv15. He removed the clogs and replaced the peristaltic tubing. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a fluid leak of 10 ml from a coulter act diff analyzer while running controls. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.